Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k : k011028, k013227.

Event description:
It was reported that clinician attempted several times to assemble the healing collar but didn't work. He believes the issue is in the implant.no patient impact. Customer confirmed that they were able to finish the procedure with another implant. Tooth # 30.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation . Visual evaluation of the as returned product identified signs of use, wear. The implant drive feature is damaged. The additional implant, and healing collars reported (tsvwb10 - hc455 x2) were not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported implants were located on tooth sites # 19, 30 (universal) and were used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (1234655 & 2022031421). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1234655 & 2022031421) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not assemble) or product (tsvwb10 & hc455). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did occur and the reported event was confirmed. Additionally, device malfunction for the healing collars could no be verified since, they were not returned. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "yes" to "no", h6: entered evaluation codes, h10: added manufacturer narrative. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.